Manufacturer narrative:
The up button on the insulin pump had intermittent buttons response due corroded keypad traces. No button error alarms noted during testing. No number ramping or scrolling bar moving anomaly noted. All of the operating currents are within specification, no alarms noted. The following cosmetic damage was noted on the device: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and broken belt clip slot.

Event description:
Customer reported via phone, she was attempting to bolus and the number kept scrolling and the scroll bar was also moving without input. She took the battery out, reinserted it, and the device alarmed weak battery, removed again and reinserted. Customer's blood glucose was 164 mg/dl. Customer was advised the up or down arrow button may be stuck. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.